Manufacturer narrative:
The evaluation of the submitted log file confirmed some intermittent elevations in pump power values; however, a root cause for the event could not be determined. The report of suspected pump thrombosis could not be confirmed as the patient remains ongoing on pump support. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 08/17/2016 stating that the patient was admitted on (B)(6) 2016 for elevated lactate dehydrogenase (ldh) level, elevated pump power values, and suspected pump thrombosis. The patient was on coumadin and asa 81 mg on admission, with inr goal of 2.0 to 2.5. The patient's inr was 2.4 on the morning after admission. The patient was treated with a heparin infusion, and the patient's ldh level trended down. The pump parameters returned to baseline and the patient was discharged on (B)(6) 2016. The patient is currently doing well at home with regular clinic visits scheduled monthly.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for elevated powers and flows and suspected pump thrombus. The patient's lactate dehydrogenase (ldh) has been trending down since admission, this has occurred several times with this patient. No further information was provided.